Event description:
Healthcare professional reported left side rupture. Device has been explanted and discarded after surgery.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified: opening. Device analysis performed through photos, however, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side rupture. Device has been explanted.